Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported positioning failure. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported positioning failure appears to be related to challenging patient anatomy, per case details. The reported tissue injury is related to procedural conditions. The reported mitral regurgitation is a cascading event of the tissue injury. The reported patient effects of tissue injury and mitral regurgitation, as listed in the mitraclip g5 system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 functional mitral regurgitation (mr) and restricted anterior leaflet for a mitraclip procedure. During the procedure, gripper of one mitraclip was unable to lower and raise while grasping the leaflets. The clip was removed from the anatomy. The clip was replaced with another device to complete the procedure. During deployment sequence of second mitraclip, grasping and capturing of leaflets was difficult. Multiple grasping attempts lead to tearing of posterior leaflet. The mr was increased to grade 4+ post procedure. There was no clinically significant delay reported.